Event description:
Reporter states customer received the following results on the performa nano system within 1 minute: 64 mg/dl (unknown strip lot) and 322 mg/dl (strip lot 471792). Results were obtained using different strip lots. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the unspecified strip lot. (B)(4).